Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. Subsequently the patient was revised due to poly wear. There is no additional information at this time.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. Subsequently the patient was revised due to poly wear approximately twenty two years post implantation. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by health care professional. Review of the x-rays identified: right total knee arthroplasty with possible polyethylene wear of the medial compartment [and a] radiolucency along the bone cement interface of the entire tibial component, suggesting possible early loosening. No indications of subsidence, corrosion, [or] osteolysis. The tibial tray was not explanted during the revision which would indicate the tray was found to be well fixed by the surgeon. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.